Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's blood glucose level was 500 mg/dl. The customer stated that her insulin pump's battery compartment was chipped, and the insulin pump was in a "rewind complete/bolus delivery" loop. The customer stated her reservoir was empty, and she tried to deliver a bolus while in the "rewind/fill tubing" process. She received a no delivery alarm and became stuck in the loop. Standard troubleshooting was performed. The customer was advised to remove the insulin pump's battery then reinsert it after 11 minutes. The customer was assisted in clearing the battery out of limit alarm and exiting the "rewind complete/bolus delivery" loop. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.